Event description:
Consumer complained that his gums swelled when he used the firm hold denture adhesive cream. The consumed used it for 9 days, once per day. No med attention was sought for the symptoms described.

Manufacturer narrative:
The suspect sample and a sample from the same lot were examined for physical attributes. Both samples were found to be within specification. The suspect product was tested for microbial contamination. The sample did not yield any microbial growth. A review of the compounding and packaging process did not identify any recorded incidents that were related to the complaint issue. The product was determined to be performing as expected.